Event description:
Reporter alleged the active system generated a result prior to the test strip being dosed with blood or glucose solution. Customer stated the system generated an un-dosed result of lo (< 10 mg/dl). The location of the alleged incident was not provided. No actions were taken or treatment received reportedly. A request was made for the return of the suspect device and replacement product was sent.